Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with a retained battery and retained test strips. Visual inspection was performed on returned meter. No new issues were observed. Meter powered on with button depression and test strip insertion. Blank screen was not observed. An extended investigation has been performed and no issues were observed. Incorrect date/time was observed which determined that there was no indication that the product did not meet specification. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 2015, it has been in distribution beyond its useful life as of the case awareness date of 13 jan 2025. Unable to set passed 2020 because any freestyle freedom lite meters manufactured before 24 mar 2016 cannot be set passed 2020 due to old firmware. Since this meter was manufactured in 2015, so unable to set passed 2020 due to old firmware. Since the product was beyond its useful life at the time of the complaint and this is not a product nonconformance and is functioning as intended. Therefore, issue is not confirmed. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly documented in previous report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Visual inspection was performed on returned meter. No new issues were observed. Meter powered on with button depression and test strip insertion. Blank screen was not observed. An extended investigation has been performed and no issues were observed. Incorrect date/time was observed which determined that there was no indication that the product did not meet specification. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 2015, it has been in distribution beyond its useful life as of the case awareness date of 13 jan 2025. Unable to set passed 2020 because any freestyle freedom lite meters manufactured before 24 mar 2016 cannot be set passed 2020 due to old firmware. Since this meter was manufactured in 2015, so unable to set passed 2020 due to old firmware. Since the product was beyond its useful life at the time of the complaint and this is not a product nonconformance and is functioning as intended. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.